Event description:
Ortho clinical diagnostics internal testing identified a higher than expected vitros nt-probnp result (range verifier level 1= 502 versus expected 5.0 pg/ml) from a nt-probnp range verifier fluid processed on a vitros eci immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that a higher than expected vitros nt-probnp result was obtained from a level 1 range verifier processed on a vitros eci immunodiagnostic system. Service actions were performed to the vitros eci system and following service the vitros nt-probnp range verifier performed as expected. The most likely root cause of this event is an instrument related issue.